Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the insulin pump was leaking. The customer's blood glucose level was unknown. The customer reported that this happened 2 times in the last week and it looked like to be leaking out on his clothing and they did not know if it was the insulin pump or the set. The customer did not have the details of the event. The device will not be returned for analysis.